Manufacturer narrative:
As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiry date: 02/2023). Device not returned.

Event description:
It was reported through results of a clinical trial that approximately one week and four days post catheter placement, the subject experienced urticarial rash which required administration of diphenhydramine. The current status of the patient was not provided.

Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the first complaint reported for this product/lot number combination. Therefore, a device history record review is not required. Investigation summary: the sample was not returned for evaluation, one case data was provided for review. The investigation is confirmed for the reported rash issue. According to the provided case report form (crf), the subject met all eligibility criteria and was treated with the study device. The device was successfully placed in the right internal jugular vein for parenteral nutrition solution administration in a single attempt. The device had a catheter size of 9.6 fr. Approximately one week and four days post catheter placement, the subject developed urticarial rash with mild severity, an episode of hives with pruritus rash at his left elbow, right elbow, and right hand, prescribed with diphenhydramine 25 mg without. The subject was prescribed with diphenhydramine 25 mg and there was no surgical re-intervention required. The adverse event was possibly related to the study device. The subject was discharged. The subject presented for three routine follow-up. Eventually three months later, the subject completed the study and the subject was still with the catheter for total parenteral nutrition. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 02/2023), g3, h6(method). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through results of a clinical trial that approximately one week and four days post catheter placement, the subject experienced urticarial rash which required administration of diphenhydramine. The current status of the patient was not provided.